Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned in 2 severed segments and its helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend and retract the helix caused the inner conductor coil to break. The lead body damaged was confirmed to be induced during the procedure.

Event description:
Boston scientific received information that this right atrial (ra) lead was unable to be implanted due to helix extension and retraction issues. The lead body was damaged due to difficulties during its removal. A new ra lead was implanted prior to pocket closure. No adverse patient effects were reported.